Event description:
It was reported that the patient presented to the hospital with their atrial and ventricular leads exhibiting loss of capture. An x-ray revealed that the leads had dislodged due to twiddler's syndrome. The leads were explanted and replaced. The patient's condition post procedure was stable. The patient would be monitored.